Event description:
The customer initially reported getting a therapy pca, charge/shock error. Subsequently, the customer clarified the original report, indicating that it had been a runtime, charge shock error.

Manufacturer narrative:
The device was evaluated at philips, but the symptom could not be duplicated. Based solely on the customer's reported symptom, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.